Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation, as a result a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Operator put slight traction on the stainless steel wire in order to remove the piston. The wire came loose from the piston. Health hazard: extreme vertigo and some uncontrolled eye movement (nystagmus). No reduction in hearing levels postoperatively.